Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had a stroke when the health care provider (hcp) was implanting the lead wires on (B)(6) 2016. It was noted that the patient fell out of bed in (B)(6) 2016 and hurt her left knee and ankle causing pain, but it was reported to be unrelated to the device/therapy.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient had a CT scan performed to confirm the lead wire placement on (B)(6) 2016 and showed a small thalamic intraparenchymal hemorrhage on the right. Good wire placement of the leads with minimal pneumocephalus was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.